Event description:
The customer called to inform that they treated high bgs with orange juice and sugar. During the call the customer stated that they were hospitalized for high bgs. Troubleshooting was performed. The customer informed that the set was changed in the morning two days before. The customer stated that by lunchtime their meter reads hi. Then the customer boluses two or three times with no changes in the bgs. Also the customer stated that the cannula was bent but the pump never gave a no delivery alarm. The customer was released and put a new set. Bgs have been fine since then. Later, the customer called back to troubleshoot the pump. It ran 3u fixed prime and the insulin exited. The programming on the pump was ok. The customer changed the set and the site.